Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the battery gauge dropped from 85% to 5%. Subsequently, the battery fully depleted and the pump shut off. The customer's blood glucose was 93-97 (mg/dl). After the pump was powered back on, the battery gauge displayed 100% and the customer resumed insulin delivery.